Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 275 mg/dl). Customer reported pump was not delivering insulin properly due to sand trapped in the rubber casing of the rack pushrod. Customer removed sand and pump was functioning properly. Customer's bg was steady and back to normal (105 mg/dl).